Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains implanted in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the implanted mitraclip detached from one leaflet while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The patient presented with myxomatous, billowy, and prolapsed leaflets. The first mitraclip was implanted without issue. A second mitraclip, (B)(4) was implanted, however, this mitraclip detached from the posterior leaflet while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). As treatment, a third mitraclip was implanted to stabilize the slda clip. Post procedure, mr reduced to grade 1. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology (fluffy, billowy, prolapsed and myxomas leaflets). There is no indication of a product quality issue with respect to manufacture, design or labeling.